Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a hypoglycemic episode. His bg/cgm was 29/70 mg/dl. Patient ingested some juice and glucose tablets but felt weak and confused so he called the paramedics. By the time the paramedics arrived, patient was starting to feel better and paramedics did not have to treat. Patient's bg was tested to be back in the approximately 50 mg/dl. Patient reports feeling fine at the time of his call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.